Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any damages. Additionally, it was noted that the suture was sent to marlborough to be analyzed. During microscopic inspection, it was also observed that the carrier was in good condition; sharp edges that could generate detachment issue was not seen; therefore, the reported complaint "dart detached" is not confirmed. Based on the information available and analysis results, the reported allegation of dart detaching could not be confirmed through product analysis. After functional, visual, and microscope in the complaint device it was not possible to identify any evidence of either the alleged issue or any defect on the device, the most probable conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on (B)(6) 2023. During the procedure, there were times when the needle would part and the suture would break. The procedure was completed with the same device. There were no patient complications as a result of the event. ***additional information received on december 6, 2023: the event (where the needle was about to break) occurred outside the body during a functional check prior to the procedure. The suture was not replaced with a new one after the event occurred.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on (B)(6) 2023. During the procedure, there were times when the needle would part and the suture would break. The procedure was completed with the same device. There were no patient complications as a result of the event. Additional information received on december 6, 2023: the event (where the needle was about to break) occurred outside the body during a functional check prior to the procedure. The suture was not replaced with a new one after the event occurred.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on (B)(6) 2023. During the procedure, there were times when the needle would part and the suture would break. The procedure was completed with the same device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.